Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: e216 (scope communication error); the screen suddenly blacked out after 15 minutes of use (no image); and switching from ltf-s190-10 to ltf-s190-5 during the procedure. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center, about 15 minutes after the start of use, the screen suddenly went black. When the ltf-s190-5 was switched to, it was still usable, so the procedure was completed. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(unselect distributor and company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined and no abnormalities were identified in the subject device. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic unspecified procedure.